Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (aca) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician placed ten smart coils using the handle. The physician then advanced the last smart coil in the target location and attempted to detach it using the same handle; however, the smart coil failed to detach after multiple attempts. The physician tried to manually detach the smart coil, but the smart coil still would not detach. While attempting to remove the smart coil, the smart coil unintentionally detached in the microcatheter. Therefore, the microcatheter containing the smart coil was removed and the smart coil was flushed out on the table. The physician decided to end the procedure and no additional coils were implanted. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.